Event description:
It was reported that pt underwent total knee arthroplasty in 2003. Revision performed due to patella dislocation in 2003. Tibial bearing and femoral components were replaced, leaving patella and tibial base components in place.